Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative, an issue with an iw910 mobile infant warmer. Upon device servicing at the f&p regional office in (B)(4), it was discovered that the head case was cracked. There was no patient involvement

Manufacturer narrative:
(B)(4). Method: the complaint iw910 mobile infant warmer was received at our fisher & paykel healthcare (f&p) service centre in (B)(4) and was visually inspected by a trained f&p technician. Our investigation is thus based on the information provided by our service centre in (B)(4). Results: during the service, the head case of the subject iw910 mobile infant warmer was found to be cracked. Conclusion: based on our knowledge of the product and this failure mode, it is likely that the observed damage on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base" "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." The user manual for the iw910 mobile infant warmer states "ensure all warmer parts and accessories are checked before returning the device to service". The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year.